Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va02kcc, implanted:(B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va02kcc, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The patient was implanted for essential tremor and movement disorder. The health care provider (hcp) reported that the patient was seen in the office on (B)(6) 2014. She was complaining of intermittent electrical stimulation behind her left ear at this time. Impedances were normal and checked in multiple positions. The patient had an episode of electrical pain while the device was turned off.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a company representative reported impedance measurements were taken and the impedances seemed normal. Bi-polar impedances were 1,377 ohms and 1,331 ohms. The patient had intermittent shocking at the implantable neurostimulator (ins) pocket. The doctor was going to replace the ins and both extensions. It was further reported the cause of the shocking was not determined. Both extensions and the ins were replaced on the day of report.